Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. Customer did not report an motor position encoder error alarm. The customer stated that the drive support cap was normal. Customer was performed displacement test and it was passed. The insulin pump will be returned for analysis.